Manufacturer narrative:
H3 - other: device has not been returned for investigation; it was discarded by the user facility. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the team from hospital das clinicas de porto alegre, that the devices were "very bad at progressing into the patient's vein". Seven (7) devices were used. Seven (7) attempts on a patient with a good venous network. No regulatory authority was advised. The event occurred during patient use and there was no patient harm. The patient was exposed to catheter exchange and to new punctures. There was a therapeutic delay and risk.